Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that four months after the dental implant was installed in intraoral region #13 it was verified its non- osseointegration . Thirty two (32) ncm of primary stability was achieved and immediate load was not performed. Patient presented low bone quality (bone type iii) and bone graft was executed.